Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the 3.0x28 mm xience xpedition stent was implanted in the 80% stenosis in the mid left anterior descending/first diagonal coronary artery. On (B)(6) 2014, and (B)(6) 2016 the patient experience angina. Per coronary angiogram, the stent was noted to be patent. In (B)(6) 2017, the patient was hospitalized with angina pectoris. Coronary angiography was not performed. Medical therapy (infusion) was administered for 14 days. The patient recovered well and was discharged from the hospital; however, the patient continues to experience chest tightness. No additional information was provided.